Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that the stimulator used to help their symptoms but that for the last 3 weeks, it does not control their bladder and when they increase stim they notice burning on the side. Pt said the burning stops when they decrease stim but then it does not control their bladder. Pt said they also noticed suddenly starting 3 weeks ago, a horrible odor like something is burning when they use the bathroom. Pt said they are on program 2, in the past they had used program 1. Reviewed some basic device education information and redirected to the doctor to report their medical symptoms and for guidance to use other programs. Pt said they have an appointment with their doctor next week on thursday.